Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a noisy image on the screen. The event occurred during inspection for use. The intended procedure was completed using a similar device. There was delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable root cause of the malfunction was not identified as device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.